Manufacturer narrative:
D9: date returned to mfg; 8/1/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the devices flex circuit sensor was damaged. The flex circuit was replaced.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that alarm 41541 2003 was triggered during testing. This code typically indicates a problem with the downstream occlusion (dso) sensor or a related issue, potentially stemming from a damaged mainboard. This error often signifies a failure to infuse, potentially due to an obstruction in the downstream line. There was no patient involvement.